Event description:
This case describes the occurrence of arthralgia, joint effusion, edema in pt who was treated with hyalgan for gonarthrosis. The past medical history, except for arthrosis, was not provided for this pt. Concurrent medications were not specified. Pain and left knee edema occurred in 2005, two days after hyalgan injection was administered. One month later, a draining punction was performed, which led to a relief which lasted two days. But since then the pt still complains of pain, incapacitating for every day life. Surgery for prosthesis is considered. At the time of reporting, the pt has not yet recovered. According to the health authorities, the causal relationship with hyalgan was unlikely. According to expanscience medical reviewer, the causal relationship with hyalgan is unlikely.